Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
During training by a zoll medical rep, the device took an extended time to charge energy, and the device displayed an unrecognized "defib fault" error message. Complainant indicated that there was no patient involvement in the reported malfunction.